Event description:
The reperfusion catheter 026 was used without incident in the pt for 2 aspiration runs. The proximal shaft was kinked, outside of the pt, at the stainless steel hub while trying to manipulate the device to see if a merci retriever would fit through the device. The shaft was fractured while trying to manipulate the stainless steel sleeve back to a straight position. New catheter opened for further aspiration runs.

Manufacturer narrative:
Technical eval: the device was bent in a sharp angle during use at the transition between the hub and the main shaft of the catheter. The sharp angle bend created a deep kink which collapsed the lumen of the catheter. When the user attempted to straighten the device back to its original shape, a fracture resulted as the device has been weakened by the bend. The DHR of this manufacturing lot has been reviewed. (B)(4). The lot has passed all dimensional measurements per specification, in addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. (B)(4). The parts released in this lot met process requirement.